Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 due to which the patient faced diabetic ketoacidosis event. The teflon cannula does not penetrate the skin correctly during insertion but remains partially or completely outside. As a result, there is no or insufficient insulin delivery, leading to severe and dangerous hyperglycemia. The patient faced life - threatening situation which required medical treatment. No further information available.